Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7072192.

Event description:
It was reported that the patient was experiencing loss of stimulation on target area. It was also stated that the patient felt a burning sensation at the incision site which was described as painful with stimulation on. Reprogramming attempts were made with no success. Xrays were taken and revealed movement of the leads out the epidural space. The patient underwent an explant procedure and the explanted leads will not be returned.